Event description:
Staff noted that the packaging for pca and pcea tubing are both labeled "pca administration kit." There is a visual difference between the pca and pcea tubing (pca tubing is clear; pcea tubing has a yellow stripe running down the length of the tubing). The only other difference in the packaging are the reference numbers. Pca tubing has a reference number of 10800175; pcea tubing reference number is 10800175. While the visual difference between pca and pcea tubing is apparent, the label for both devices is approximately 4x6 inches and partially obstructs the view of the product inside the packaging. Staff are concerned about the potential human factor for obtaining the incorrect tubing when either starting a pca or pcea line. This concern has been brought to the attention of the manufacturer.====================== manufacturer response for pcea tubing, pca administration kit======================the manufacturer reported that the yellow stripe was sufficient to indicate that the pcea tubing was indicated for pcea use. They were not concerned that the packaging label is titled "pca administration kit" or that the size of the label partially obstructs the view of the product inside the container.